Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -10.5/1.5/107 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault . This exchange resolved the problem. Patient related factor was reported to be the cause of this event.

Manufacturer narrative:
Per updated information cause of this event is unknown. Claim # (B)(4).